Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed no delivery on (B)(6) 2015. Customer also reported that the device shut down during prime on (B)(6) 2015; she inserted a new battery and the display returned. The no delivery alarms showed in the alarm history, no alarms related to the blank display were found. Customer stated the alarms were resolved by a complete set change. Customer stated there is a crack in the battery compartment. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a cracked reservoir tube and a missing end cap sticker.